Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow up appointment post implant, it was observed that the threshold measurement changed and the amplitude had dropped. Suspected right atrial lead dislodgment occurred. Surgical intervention occurred on (B)(6) 2019 to reposition the lead but it was decided to change the lead to a fixated lead. No further adverse effects were reported. This lead is not expected for return.